Event description:
It was reported, that the pump had a cassette detection error. There was unknown, patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
H3: one pump was returned, for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified, the complaint was not related to a previous service of the device within the review period. The event history log was reviewed. Functional testing found, that contamination at the latch/lock area and downstream occlusion (dso) sensor area. The investigation determined, that the contamination was the most likely cause for the issue. The dso sensor was replaced.